Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with device erosion. The device was explanted and replaced due to infection. The patient was stable.